Event description:
Boston scientific received information that this lead had an issue six months ago that caused the device caused the device to emit beep tones. A lead revision procedure was performed. Lead explant was not able to be performed and tachy therapy was turned off on the competitor device. Three to four days after the revision an infection occurred. The patient was given an infusion of antibiotics for over 16 days. It was reported that the infection did not completely clear. The patient advocate noted changing bandages until the day the patient expired (six months later). The patient was noted to have passed away due to pneumonia. The patient advocate noted the patient survived 10 years longer than anyone thought as the patient was post-mi with an ejection fraction of 13 percent prior to the device implant. It was reported that the patient was not healthy/strong enough to have a new system implanted on the right side.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.